Manufacturer narrative:
(B)(4)

Event description:
It was reported that a non dependent patient presented with noise on the rv lead. The noise was only seen during pacing, while testing for thresholds. Programming changes were not considered. The lead was tested and the noise was note reproducible. All other measurements were stable. The lead was capped and replaced. The patient was stable post-procedure.